Manufacturer narrative:
The lot number was not provided; therefore, a device history record (DHR) or lot history trending review could not be performed. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. The instructions for use (IFU) identifies thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that a difficult procedure was performed that involved in-stent thrombosis within an lvis blue stent. No other procedure or patient information has been provided at this time.